Manufacturer narrative:
Updated a.4, b.3, b.5, h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately six years and seven months post valve implant, moderate stenosis was reported with a mean gradient of 30 mmhg. A repeat cardiac catheterization was performed approximately seven years post implant. Ballooning was attempted, however due to the progressive insufficiency, the valve was replaced. A new valve was successfully implanted and an echocardiogram revealed a peak gradient of approximately 30 mmhg.

Manufacturer narrative:
Continuation of d10: product ID pb1018 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years after the implant of this transcatheter bioprosthetic pulmonary valve, a second valve was implanted in the patient for an unspecified reason.